Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the device.

Event description:
Patient reported "felt a lot of pain" and "diagnosed with capsular contracture baker grade ii-iii" on the right side. The device remains implanted. Healthcare professional later reported "spontaneous and touch pain" on the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture (grade ii/iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be capsular contracture (grade ii-iii).

Event description:
Patient reported "felt a lot of pain" and "diagnosed with capsular contracture baker grade ii-iii" on the right side. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported "spontaneous and touch pain" on the right side. Additionally, patient later reported capsular contracture (grade IV). The device has been explanted.